Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired in the hospital approximately three weeks after the explant procedure. There were no complications during the explant procedure. It was reported the patient was extremely ill prior to the explant procedure and the patient death was not related to the procedure or the explanted products.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.